Event description:
The hcp reported the pt had been experiencing increased spasticity with a daily dose of lioresal greater than 2000mcg/day. A catheter xray revealed a broken distal catheter. The pt was taken to surgery and this was replaced. The lioresal was restarted at 1000mcg/day. The pt "coded" and the pump was stopped. Two days later, the pump was restarted at 250mcg/day. The pt again coded and the pump was stopped. The pump was reported to be restarted at 93mcg/day. The spasms decreased and the pt has experienced no further difficulty with loss of consciousness or respiratory problems. "Test dosed with baclofen 100mcg without problems."